Event description:
It was reported that the balloon would not hold fluid, the balloon would inflate and deflate and the tubing did not stay put in the rectum (lot# nghz0959), device was replaced and it failed 4 time with all replacements (lot# unk), lot had been pulled from use. Unused sample was available for return, no patient harm, patient stated that they would not continue process.

Manufacturer narrative:
The reported event was unconfirmed. Received 3 unopened dignishield. The three units were inflated with 45 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no obstruction, disconnections or leaks were observed. The balloons rested inflated, with no leaks or disconnections. The syringe was connected, and the three units were able to deflate with no issues. Reported event was not confirmed in any of the returned samples. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon would not hold fluid, the balloon would inflate and deflate and the tubing did not stay put in the rectum (lot# nghz0959), device was replaced and it failed 4 time with all replacements (lot# unk), lot had been pulled from use. Unused sample was available for return, no patient harm, patient stated that they would not continue process.